Event description:
Caller reported a cgm error related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process. After resetting the pump, the error did not reoccur, and the caller was advised to start their sensor session, which they understood and acknowledged.